Event description:
It was reported that a flogard infusion pump alarmed on channel 1. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, power on self-test and alarm log review confirmed the reported issue as a f-38 alarm. The f-38 alarm was caused by defective or damaged force sensing resistors (fsr¿s). The fsr's were replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.